Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during a surgical procedure, a device got hot and burned the doctors hand. It was also reported that the bur broke in the attachment. It was further reported the burn did not require medical intervention. It was also reported that the procedure was completed successfully and the event did not cause a delay.

Manufacturer narrative:
The attachment returned associated as part of this investigation evaluation concluded upon disassembly, the technician observed internal corrosion. Corrosion may occur over time; however, cleaning habits can contribute. Internal corrosion of the bearing within the attachment is a contributing factor to bur breakage. The bur is considered concomitant to the attachment in this case.

Event description:
It was reported that during a surgical procedure, a device got hot and burned the doctors hand. It was also reported that the bur broke in the attachment. It was further reported the burn did not require medical intervention. It was also reported that the procedure was completed successfully and the event did not cause a delay.